Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service.

Event description:
The hospital reported that, prior to the start of a case, the unit alarmed, indicating drive gas lost. There was no report of patient involvement.